Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: was the user trained? Yes. How often has this person used the device? Frequently. After the closure trigger was advanced, did the surgeon reposition the tissue? No. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? No. Was the closure trigger latched prior to firing the device? No. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing? Yes. What is the current status of the patient? With a permanent colostomy.

Event description:
It was reported that the surgeon fired the contour curved stapler on the firing, and check if the staple line was in optimal conditions of haemostasia and apparently it was. Then when he was introducing the circular stapler, the staple line opened like a zip (as he described). The circular stapler didn't touch the staple line, when this one opened. This first resection was made at 6 cm. As the surgeon had margins to go lower, he opened another contour to do another lar at 4cm. The same thing happened when they introduced the circular stapler (ils). The rectum of the patient was permanently closed, and he will be permanently with a colostomy bag.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Two devices were returned for analysis. Device (a) was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Device (b) was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.